Event description:
It was reported that the patient experienced daily fecal leakage after a fall on the ice. It was determined that there was magnet deactivation of the device due to a programming error of the neurostimulator. As an intervention, the magnet was disabled. The patient outcome was reported as unknown. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Extension model 3095-10 (B)(4) implanted: (B)(6) 2066 explanted: na, programmer model 3031a (B)(4), lead model 3093-28 lot #v003758.